Event description:
The customer observed a false depressed alinity I ca 125 ii result for a 70-year-old female patient that has been diagnosed with ovarian cancer. The following results were provided: (lab reference range for ca125 <35 ku/l) (B)(6) 2026 sid (B)(6) initial result = 10 ku/l, (B)(6) 2026 repeat result = 899 ku/l, result after 1:10 dilution = 1008 ku/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I ca 125 ii reagent kit,08p49-30 to alinity I processing module, 03r65-01. MDR number 3016438761-2026-00215 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed a false depressed alinity I ca 125 ii result for a 70-year-old female patient that has been diagnosed with ovarian cancer. The following results were provided: (lab reference range for ca125 <35 ku/l) (B)(6) 2026, sid (B)(6) initial result = 10 ku/l, (B)(6) 2026 repeat result = 899 ku/l, result after 1:10 dilution = 1008 ku/l . No impact to patient management was reported.